Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device to the specification, fold crease, and a deformation. Clouds and bubbles were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Event description:
Additionally, healthcare professional reported pain and capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.